Event description:
Hosp rep reported a pt death during treatment on a 550 hemodialysis device. Approx three hours into the treatment there was no indication of any problems. The nurse monitoring the treatment left the device at this point and relinquished the responsibility to another nurse. When the second nurse went to the device, the device was visually as well as audibly alarming. The device pump was on, the line clamp was open, and the air detector light was flashing. The nurse could not recall if the air detector was armed or not but assumed it was not armed since the pump was running the line was not clamped. The pt reported not feeling well. The nurse then noticed the arterial line was out of the pt's graft and air was in the tubing. The nurse then stopped the pump. The pt was breathing at this point and the nurse called for help and oxygen. Pt then stopped breathing and CPR was administered. Code blue was called, resuscitation was unsuccessful and the pt expired. Medical report listed blood loss, air embolism, and cardiac arrest.